Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: an air in line alarm for levophed caused a delay in the infusion. Air bubbles were seen in the line. The nurse stated she kept hitting restart, but the pump kept alarming. The pump was primed and another air in line alarm was received. The nurse stated that she did observe small air bubbles in the line. During this delay the patients bp dropped, and the patient went into cardiac arrest. The nurse got a new bag of levophed and new tubing. The line was setup in another pump and an air in line alarm was received. Bubbles were seen in the line. The line was reprimed, and medication was infused. The patient's cardiac arrest was resolved, and the blood pressure stabilized.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This report is being submitted to update section h10.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Log review shows on (B)(6) 2024 and 8:49am an infusion start without prime of 29.63ml/hr and 70ml (dl: norepi32; dose rate: 0.580mcg/kg/min). At 8:49am new rate was set to 35.76ml (0.7mcg/kg/min) and an air alarm occurred with a volume infused to .30ml. At 8:50am with a volume infused to .61ml an air alarm. At 8:51am with a volume infused to .92ml an air alarm. At 8:51am new rate was set to 40.87ml/hr (0.8mcg/kg/min) and at 8:51am with a volume infused to 1.08ml an air alarm. At 8:51am with a volume infused to 1.22ml an air alarm. At 8:52am with a volume infused to 1.53ml an air alarm. At 8:53am with a volume infused to 1.84ml an air alarm. At 8:53am with a volume infused to 2.15ml an air alarm. At 8:54am with a volume infused to 2.45ml an air alarm. At 8:54am a purge (prime) and at 8:55am new rate was set to 76.64ml/hr (1.5mcg/kg/min). At 8:55am with a volume infused to 2.76ml an air alarm. At 8:56am with a volume infused to 3.06ml an air alarm. At 8:56am with a volume infused to 3.37ml an air alarm. At 8:56am with a volume infused to 3.68ml an air alarm. At 8:57am with a volume infused to 3.99ml an air alarm. At 8:57am with a volume infused to 4.30ml an air alarm. At 8:57am with a volume infused to 4.60ml an air alarm. At 8:58am with a volume infused to 4.91ml an air alarm. At 8:58am with a volume infused to 5.22ml an air alarm. At 8:59am with a volume infused to 5.53ml an air alarm. At 9:00am with a volume infused to 5.84ml an air alarm. At 9:00am with a volume infused to 6.15ml an air alarm. At 9:00am with a volume infused to 6.46ml an air alarm. At 9:01am with a volume infused to 6.76ml an air alarm. At 9:01am with a volume infused to 7.07ml an air alarm and pump was placed on standby with no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This report is being submitted to update section a2 and a3a.